Event description:
N/a.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. The device was returned to abbott for investigation and one leaflet was dislodged and while the other leaflet was properly inserted into the orifice. The valve rotated freely. Further testing was precluded to do dislodged leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet or orifice damage. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, the surgeon implanted mechanical heart valve and experienced that 1 leaflet was stuck in the closed position. They explanted the valve and implanted a new 21mm sjm regent heart valve w/ flex cuff valve. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.